Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to non-auditory sensations with device use. The patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on december 10, 2018. (B)(4).